Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 264 and 209 mg/dl. Tests were done within 10 minutes. Patient's code number did not match from the strips to the meter. Patient did not experience any adverse events. No further information has been reported.